Event description:
Medtronic physio control engineering has initiated an investigation based upon failures of the product therapy module. The failure has been determined to be open feed-throughs in the therapy pcb of the therapy module. A failure of a device therapy module could result in an inability to administer device defibrillator or pacing therapies to a pt.